Event description:
Patient presented to the physician with an infection at the ipg site. Physician prescribed antibiotics. Patient presented back to the physician with improvements.

Event description:
Patient presented back to the physician with continued infection at the ipg site. Physician brought the patient into the or and removed the entire inspire system.